Manufacturer narrative:
Date of event and therapy date are estimated. Further information was requested but not obtained. During processing of this incident, attempts were made to obtain implant date for the device. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02898. Related manufacturer reference number: 1627487-2020-23017. It was reported that the patient experienced an infection. As such, surgical intervention took place on (B)(6) 2020 where in the entire system was explanted to address the issue

Manufacturer narrative:
The reported issue of the patient experiencing an infection was not confirmed. This issue cannot be confirmed with product testing. The ipg was returned without any visible anomalies or damage. It was responsive and communicated with lab utilities. It was running the therapy app and functional. It successfully bonded with a lab cp without any connectivity issues. The device was tested to manufacturing specifications using the ate and passed all tests. The ipg functioned as intended. The root cause of the issue could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the patient experienced infection at the ipg site.

Manufacturer narrative:
Additional information: date of implant and initial reporter title and last name